Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
Subsequent to the initial MDR, a correction is required. A follow up call on 02/05/2025, an inaccuracy event was reported. On (B)(6) 2025 the patient called requesting troubleshooting because of an inaccuracy over 3 days with the same sensor. At the time of the call the customer was using a bg meter to monitor his diabetes. He also used an insulet omnipod 5 insulin pump with automated boluses, and the g7 cgm phone app. On (B)(6) 2025, the night of the event, the sensor was inaccurate. The cgm value on his app remained at 174 mg/dl with readings inside a circle for ¿a very long time.¿ during this time, the insulin pump automated bolus feature was on. At the time the values dropped, his memory of the event was vague (details ¿blurry¿). He was sitting down when the cgm values suddenly decreased to 55 mg/dl. He did not remember any alerts or alarms notifying him that his blood glucose had decreased rapidly. His sister called him and during the call the patient¿s voice was garbled. The sister¿s husband went to the home to check on him, and although he opened the door, he did not remember anything else, and lost consciousness shortly after that. Emergency medical service (ems) was called, and upon arrival the bg fs by paramedics was 44 mg/dl. The cgm value was 126 mg/dl. Paramedics administered a glucagon injection (unspecified dose). His blood glucose level improved and a second bg fingerstick by paramedics was 68 mg/dl. The customer declined to go to the hospital and remained at home. He was in stable condition at the time the paramedics left the home. The sensor remained on his body, and although he continued to also use the sensor and the insulin pump, he lowered the insulin pump bolus amount. On (B)(6) 2025, the patient contacted dexcom for assistance with troubleshooting. He had continued to use the same sensor but was using a bg meter to monitor his blood glucose. The last reading at the time of the call was bg fs was 88 mg/dl and the cgm was 76 mg/dl. The technical support (ts) representative discussed how to calibrate the sensor. The patient did not specify if he planned to replace the sensor. On 02/04/2025 the ts supervisor clarified the event details. No other issues with the sensor in use on 01/07/2025 were reported. Although the patient did not remember all of the details to stabilize his bg level, he did remember that at the time he lost consciousness as a result of the inaccuracy on the night of (B)(6) 2025, was unable to self-treat, and needed help from family and the paramedics to stabilize his bg level. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient was using an omnipod 5 insulin pump; however, he did not receive the low reading alert due to the inaccuracy. On (B)(6) 2025, he felt unwell and sat down and at an unspecified time he lost consciousness. The patient¿s sister was a follower and observed the unspecified cgm values were low and received an alert. She attempted to contact her brother via phone, and when he did not respond she called her husband to go check on the patient. Upon arrival at the patient¿s house, the brother-in-law found the patient unconscious on the floor and called emergency medical service (ems). Upon paramedic arrival, vital signs were performed, and the bg finger stick value was 44 mg/dl and the cgm displayed 126 mg/dl. After the patient was treated with glucagon, he regained consciousness. After the event, his condition stabilized, and he felt okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.